Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implant site was red and potentially infected. The patient was advised to contact a physician.